Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: g3, h2, h3, h6, h11. Based on the results of the investigation, the reported issue was confirmed; however, the foreign material inside of the device was not identify. Also, the root cause of the foreign material remaining in the subject device was not identified. According to the investigation, there were no deviations from the instruction manual in the reprocessing steps at the material residue point and no physical damage was confirmed at the place where the foreign material remained. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. States the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope exhibited foreign material coming out of the air/water nozzle. The issue occurred during reprocessing for an unspecified therapeutic procedure. There were no reports of patient harm.